Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) his bundle lead exhibited high thresholds. The lv his bundle lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.